Event description:
It was reported that the ilet user experienced sustained hyperglycemia after a supply change, with the pump displaying high and a corroborating fingerstick glucose of 421 mg/dl; during troubleshooting it was discovered that the infusion set needle guard remained in place, preventing proper infusion, and a full supply change with new infusion set and cartridge was completed with insulin delivery successfully resumed. Symptoms included hyperglycemia. Outcomes included no hospitalization and education on correct infusion set deployment. Investigation included guided troubleshooting and user education. Investigation of this case revealed an infusion set deployment error that resulted in no insulin delivery due to the needle guard remaining on the set, consistent with an infusion set use issue. It was concluded, based on previously established findings for similar reports, that user technique during infusion set insertion was the most probable cause.